Event description:
It was was reported that the implant at tooth site 47 was removed due to paresthesia. Extraction of tooth 47 with immediate implant placement. The extraction was painful, and a cyst was present near the alveolar nerve. The implant was placed, and during the patient¿s evening call no pain was reported. The following day, the patient called complaining of altered nerve sensation. A hematoma was identified between the implant and the nerve. The implant was removed. On the scan, the hematoma appeared stable. Procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) t3pt4311, (t3® pro tapered implant 4/3mm (d) x 11.5mm (l)) for evaluation. Ups shipment (B)(6) has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 2120025945. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120025945 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : numbness/paresthesia¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and/or patient factors. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.